Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse disassembled the iabp and inspected for any blood contamination. There was no ingress found anywhere. Blood appears to have not gone beyond the catheter. The fault logs recorded several autofill failures and "leak in iab circuit" alarms. The fse completed a preventive maintenance (pm) with full calibration, functional testing, and electrical safety checks to factory specifications. The unit was returned to the customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units balloon ruptured which caused possible blood back. There was no patient harm reported.